Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that she was hospitalized with high blood glucose of 500 mg/dl and diabetic ketoacidosis. Leading up to hospitalization, customer had been feeling nauseated for three days. Customer was kept in the hospital for two night and was given an insulin drip. She was wearing the insulin pump at time of the emergency room visit. There were no alarms in the insulin pump and customer declined to troubleshoot for high blood glucose.